Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the endoscopic retrograde cholangiopancreatography procedure in the bilary duct, the cutting wire failed to bend when the device was bowed. The 20cm cutting wire did not respond to the positioning of the product. A second device (subject device) was taken and tested before introduction, and it was established that the cutting wire did not bend to the correct angle required. The procedure was completed with a different device. The pt is stable. Refer to MFR report #3005099803-2009-01021 for details regarding the first device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined. Additional information was received from the user facility confirming that the wire was intact and the device failed to bow in response to the tension applied.